Event description:
Operative notes 01/31/2022 indicate the patient experienced an inferior pole patella fracture/patellar tendon compromise. Due to this, the patient received a repair inferior pole of the patella fracture and patellar tendon deficiency and augmentation of repair with fresh frozen achilles allograft. Repair was performed in part by using #5 ti-cron wire stitch. (Captured on (B)(4)). Operative notes 03/04/2022 indicate the patient experienced a retained broken tension band wire (ti-cron) in the right knee, status post extensor mechanism reconstruction and delayed and non-healing wound from the repair surgical procedure. Due to this, the patient received a surgical removal of tension band wire, excision of nonhealing wound, 7 cm with a primary suture repair and placement of a long leg cast. No implants were revised, copious irrigation was performed. No indication of complications.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: device associated with this report wasn't received for examination, however x-ray photos were provided. All available x-rays were reviewed, and it can't be determine any device related problem. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed